Event description:
It was reported that the needle pierced through the side of the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle pierced thru the side of the catheter."

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9060986 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut in the catheter tubing. The v-shaped cut was indicative of the needle tip piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage was caused by the needle tip. It cannot be determined whether this damage occurred during manipulation of the product at user environment or during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the side of the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle pierced thru the side of the catheter."